Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station four full height cubie drawers were failed and it was unable to recover. The field service engineer (fse) had responded to a failure alert indicating that the drawer could not stay closed. Upon initial testing, the drawer recovered immediately. The fse opened the back panel to inspect both sensors, confirming they were firmly secured, and verified that the magnet was properly seated within the inseparable. No hardware issues were identified. The drawer was then tested multiple times using the hardware test application, all operations completed successfully. A final diagnostic test was performed, and the drawer passed without any errors. The system functioned as intended after the field service engineer repaired the device.